Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading and difficult to read for over two months. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2014 with the following findings: the pump booted to the verify screen and was observed to be dim with a pink contrast. Unrelated to the initial complaint, the keypad was observed to be peeling at the up arrow. All of the keypad buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.